Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to power up and screen went dark, also the drawer failed, which located on hlerl. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer fse found that drawer 5.2 failed to open due to a bad solenoid and a faulty drawer controller board. Since the drawer continued to fail another drawer available onsite was used to get the machine up and running. The system functioned as intended after the field service engineer repaired the device.